Manufacturer narrative:
Additional information: on 8/28/2019, mentor became aware that the patient underwent bilateral device removal on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an unspecified mentor gel breast implant and experienced postoperative right-sided rupture and left-sided breast pain. A CT scan was performed on (B)(6) 2017 and upon review the physician confirmed the right-sided rupture; however, it is unknown if the physician confirmed the left-sided breast pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.